Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 62-year-old male patient, sparks were emitted from the electrode pad. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The pads used during the patient event were not returned for evaluation and were confirmed to have been discarded, while the device was returned and determined to be functioning to specification. Review of device logs from 11/19/25 showed that nine shocks were delivered, with the first two and final six within specification. During the third shock, the deviced delivered 319.6 j when 200 j were selected, associated with a high impedance difference indicating poor electrode-to-patient coupling. This condition is commonly caused by pad placement, skin preparation, or electrode to pad contact. The root cause of the poor coupling could not be confirmed. The r series operator's guide, pn: 9650-0912-01 rev(ya), states, do not use therapy or ECG electrodes if the gel is dried, separated, torn, or split from the foil; patient burns may result from using such electrodes. Poor adherence and/or air pockets under therapy electrodes can cause arcing and skin burns. Analysis of reports of this type has not identified an increase in trend.